Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer reports presence of bubbles in tubes, causing tubes to be rejected. The following information was provided by the initial reporter. The customer stated: "presence of bubbles in tubes, causing tubes to be rejected on cobas 8000 instruments on all technical platforms."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality were not under statistical control for the month of july 2023, additional testing may be required; however, further testing could not be conducted since the lot number is unknown. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd quality will continue to monitor sample quality complaints. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer reports presence of bubbles in tubes, causing tubes to be rejected. The following information was provided by the initial reporter. The customer stated: "presence of bubbles in tubes, causing tubes to be rejected on cobas 8000 instruments on all technical platforms."